Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Article citation: schaefer a, conradi l. Transcatheter mitral valve replacement for degenerated bioprosthetic valves and failed annuloplasty rings. Surgical technology international. 2020 sep;37.

Event description:
Through review of medical article: "transcatheter mitral valve replacement for degenerated bioprosthetic valves and failed annuloplasty rings" figure a patient with a 27mm pericardial valve implanted in the mitral position underwent intervention for a valve-in-valve procedure after an unknown implant duration due to valve degeneration. A transcatheter valve was implanted within the surgical edwards device using the transapical access.

Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 conclusion code.